Manufacturer narrative:
UDI: (B)(4). Investigation summary according to the information provided, it was reported that the 4.9mm healx adv sp peek anchor kept spinning and wouldn´t move, the tip didn´t disengaged. The complaint device was received and evaluated. Visual observation reveal that the anchor was detached form the shaft inserter but is held in place by suture. The anchor & the suture were not presented evidence of any debris. The complaint can be confirmed. The possible root cause for the reported failure can be associated to levering during insertion or bone quality. However, this cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device lot number:6l77781, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during a shoulder arthroscopy on (B)(6) 2020, it was observed that anchor device kept spinning and would not move that the tip did not disengaged. During in-house engineering evaluation, it was determined that the anchor device was detached form the shaft inserter but was held in place by suture. Another device was used to complete the procedure. No patient consequences or surgical delay reported. No additional information was provided.